Manufacturer narrative:
G4:02nov2020. B4:25nov2020. Additional information received that there was no patient involvement. The field service engineer (fse) confirmed the failure. It was reported the actual fault of the machine was a start-up error. The (fse) arrived to hospital and found that there was a problem with the power control panel. The (fse) repaired the power control panel to correct the issue. The unit was tested and it was returned to service. There were no parts were replaced. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jul2020.

Event description:
The customer reported a ventilator that with a power adapter failure. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.